Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated scratch display and numbers are hard to read. The customer stated that there is crack in case and pump was not bumped or dropped. The customer stated that crack is seen above display. The customer stated the drive support cap appears normal. The customer doesn't know how the damage occurred. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.